Manufacturer narrative:
The device was visually inspected by olympus. The lid was returned covered in bubble wrap inside a brown box. The box was heavily creased and heavy punctures were noted. The corners on the bottom of the box indicate a heavy impact due to deformation and creasing. The bubble wrap has torn areas. Several broken pieces of the lid were found inside the bubble wrap. The lid was verified to be broken in several places and cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the lid of the endoscope reprocessor was damaged upon receipt. This was an out of box failure. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: lid received strong impact during delivery. Confirmed via DHR that the equipment was shipped out, satisfying specifications.